Event description:
It was reported that an ilet user experienced rising blood glucose for over 90 minutes, reaching 280 mg/dl, and was guided to replace the steel 6 mm contact/detach infusion set while continuing to use the same cartridge; the set change included rewind, cartridge removal and reinsertion, tubing fill, infusion set application, and cannula fill, after which insulin therapy was confirmed as resumed and glucose values trended down to 256 mg/dl and then 240 mg/dl. Symptoms included hyperglycemia. Outcomes included need for troubleshooting and user education without hospitalization. Investigation included remote troubleshooting, review of use of infusion set and supplies, and verification of therapy resumption and glucose trend. Investigation of this case revealed that the specific cause of hyperglycemia was unclear, with no confirmed device malfunction identified, and the issue potentially related to infusion set performance or site-related factors. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.